Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed loss of hv therapy and backup operation on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Correction: d6a implant date should have been (B)(6), 2018 not (B)(6), 2022.